Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant the right atrial (ra) lead exhibited loss of sensing and capture and the right ventricular (rv) lead exhibited poor sensing measurements and intermittent capture. Both leads were found to be dislodged. A lead revision procedure was successfully performed. The ra and rv leads remain implanted in the patient. No adverse patient effects were reported.